Event description:
The customer reported that the defibrillator "flow was low" during a resuscitation effort. The involved pt died.

Manufacturer narrative:
(B)(4): the customer reported that the defibrillator "flow was low" during a resuscitation effort. The involved pt died. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.